Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and removed the pressure solenoids (psols) to lubricate the o-rings, and, than re-installed onto the device. The ventilator passed self-testing.

Event description:
It was reported that, during patient use, the ventilator was inoperable. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.